Manufacturer narrative:
Reported events was conformed by operative notes provided, and it states that "developed high level of cobalt metal ion poisoning that required the hip to be explanted and replaced in 2019".corentec did the investigation by literature, paper research, case study, and occurrence likelihood study for the reported events, but has not found any trends or something unusual that cause the cobalt metal ion poisoning specifically related with corentec implants stated in the MDR (mw5089740) in the metal on poly bearing. Also, the review of device history records identifies that no deviation has been recorded during all process such as manufacturing, measurement, sterilization, packaging and so forth. All materials used in the concomitant medical device is fully equivalent with the materials stated in each 510(k) summary cleared by the agent. Corentec has tried twice for retrieval of the implants explanted to investigate the trend and analyze the root cause, but the implants have not been retrieved until this reporting date. Therefore, corentec can not determined the root cause of the events for now. If any further information that would resume the root cause analysis is found or reported, a supplemental will be filed accordingly. In the meanwhile corentec's watch for the trends will persist.

Event description:
Experienced problems after left hip replacement using corentec set of components. Developed high level of cobalt metal ion poisoning that required the hip to be explanted and replaced in left hip.